Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the device had fractured one of the alignment pins on the tip. There are impact marks on the strike plate from use. Hardness test was performed and was conforming to print specifications no further changes to previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during nail insertion into femoral canal, the driver nose was loose from the nail after the impactation. So, when the surgeon tried to re-attach the driver nose to the nail, the driver nose broke up in the nail connection site. No additional information available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.